Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the threshold were somewhat unstable and short intervals of oversensing were noted in the vhr (ventricular high rate) episodes. It was later reported that the patient was seen and impedances were stable with pocket manipulation and isometric arm movement. The problem seen a few months ago could not be reproduced and no further vhr episodes had occurred. The clinician programmed egm (electogram) to ventricular only to better capture any future vhr episodes. No patient complications have been reported as a result of this event.